Event description:
The pt, a type ii diabetic who administers insulin injections, reported inaccurately low blood glucose readings with device. Approx one month ago, the pt opened the first bottle from the box and obtained blood glucose readings in the 50 mg/dl range which was lower than is typical blood glucose readings with another strip. Although he felt these readings were low, he continued to use test strips from the bottle. Some time this week, the pt went to his pharmacy to have his meter and test strips "checked" because of the low readings, the pharmacist performed both a normal control solution test and a check strip test. The normal control solution test result was out of range (low end), but the contact cannot remember the specific result. The check strip test result was in range (specific result unavailable). The contact does not know if the pharmacist shook the control solution. The control solution was opened the day the normal control solution test was performed. The desiccant is in the bottle. The pt's meter was set to the appropriate code. The pt stores the test strips in his kitchen.